Event description:
Received cases of lot#: 0061937209 of the n7995 addease connector that had a shorter needle that resulted in the inability of attaching the vial to the excel 250-ml b braun bag. While some of the connectors inside the bag were correct, there were far too many that were not of the correct needle size. The inability to spike the bag with the affected lot# of the n7995 will not allow for successful activation of the vial to dissolve the powder then administer the solution. This can cause the patient unable to receive the medication.